Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to load a new cartridge with 130 units of insulin, but the call was dropped, indicating no further follow-up was detailed.